Manufacturer narrative:
The customer sent the device in for repair and was received on 21-nov-2019. During evaluation of the device, the reported problem of low potassium (k+) could not be duplicated. Extracted data showed no anomalies. The system temperature was confirmed to be lower than normal range. The lamp and optics assemblies passed testing. The rotor chamber showed moderate blood splatter; but the optics tube was noted to be clean with no blood or serum residue. The repaired unit was subsequently scrapped for reasons unrelated to the nature of this complaint as part of repair service. The customer remains with the loaner device that was initially sent out and was confirmed to be working well. No further actions were required.

Manufacturer narrative:
On (B)(6) 2019, abaxis was contacted by a customer (clinic) that customer observed low potassium (k+) results using the abaxis comprehensive metabolic panel lot # 9333ab7. Results obtained were 3.2, 3.5, 3.5 mmol/l (reference range: 3.6-5.1 mmol/l). Lab did not t re-run/confirm samples with an abaxis piccolo or by another reference method. No patient information is available at this time. There are no injuries associated with this event. Investigation regarding this issue is underway.

Event description:
Low potassium (k+) patient results.